Event description:
Notified by patient's wife on 6/11/92 that apparently a piece of catheter broke off when IV discontinued. Saw a physician on 6/8/92 who identified the foreign body by 2-ray. Could not be removed by probing. Advised to allow scar tissue to form around area to aid in localizing foreign body for removal. Note: when foreign body is removed, will forward to you for review, analysis, and positive identification.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.